Event description:
This device was explanted because it was at eos due to a lead fracture. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was returned and analyzed. The ICD memory revealed that the device was reset on (B)(6) 2016, two days before explantation. Therefore no information is available before the date of the reset. Otherwise, the available memory data did not show any peculiarity. The bench test of the ICD revealed that all therapy functions were available. The charge consumption of the device as well as the battery depletion was normal and as expected. In conclusion the device was fully functional, there was no indication of a device malfunction. Analysis of the device revealed normal battery depletion. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.